Event description:
The customer reported that the screen was hanging on the intellivue multi measurement server x2. It was not reported if the device was in use on a patient, but no adverse event to patient or user was reported. It has not been confirmed if the device was used for patient monitoring at the time of the alleged malfunction.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the screen was hanging on the intellivue multi measurement server x2. It was not reported if the device was in use on a patient, but no adverse event to patient or user was reported.